Event description:
It was reported that the pump displayed 117 ml being delivered after approx 2 hrs, however there was no fluid gone from the solution container. There was no pt injury. The pump was removed from the pt and therapy was continued using a different pump.